Manufacturer narrative:
Correction made on section changed the type of reportable event to serious injury.

Manufacturer narrative:
There were no device deficiencies found during evaluation of the returned autopulse platform (sn (B)(4)) that could have caused or contributed to the reported complaint. Upon visual inspection, no damage was observed. Initial functional testing was performed and passed with no error message. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The brake gap inspection was performed and verified the brake gap was within the specification. Based on the archive data review, during the date of the problem occurred on (B)(6) 2018, as reported by the customer, the autopulse was powered on and had nine sessions with a duration of 40 minutes and 20 seconds for a total of 1617 compressions: performed 239 compressions, performed 340 compressions, performed 55 compressions, performed 45 compressions, performed 89 compressions, performed 123 compressions, performed 145 compressions, performed 299 compressions, performed 282 compressions and then displayed user advisory 2 (compression tracking error) during the first compression. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with sn (B)(4). Ccr (B)(4) reported on (B)(6) 2018, and the complaint was not confirmed. The fractures (rib fractures) are expected adverse event for both manual and mechanical cprs. Large randomized clinical trials (circ, linc) showed no difference in the event rate for rib fracture between the manual compression arms and the mechanical compression arms. The safety monitoring boards for both studies determined there was no new risks identified and no risk concerns with the trials. The aha guidelines 2000 states, "even properly performed chest compressions can cause rib fractures in adult patients." The guidelines further state, "concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death." The 2015 aha guidelines update for CPR reemphasized the importance of high-quality chest compressions, and recommends to ensure adequate compression rates and adequate compression depth. Rib fractures and other injuries are common but acceptable consequences of manual and mechanical CPR. Concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death. In this case, the autopulse platform (sn (B)(4)) was used in an 84 year old cardiac arrest patient for 20 minutes compressions during the way to transport the patient to the hospital. The patient did achieve the rosc after received both autopulse CPR and manual CPR, however, was pronounced in hospital later. Patient's rib fractures were evident on arrival to the emergency department. Rib fracture can be caused by manual CPR as well as with the mechanical CPR. However in the same time the connection of the reported injury to using autopulse cannot be ruled out. Based on available information, the event of rib fracture was possibly related to the autopulse device. The patient's death was not related to the autopulse device. In this case, the autopulse platform (sn (B)(4)) was used in an (B)(6) year old cardiac arrest patient for 20 minutes compressions during the way to transport the patient to the hospital. The patient did achieve the rosc after received both autopulse CPR and manual CPR, however, was pronounced in hospital later. Patient's rib fractures were evident on arrival to the emergency department. Based on available information, the patient was an (B)(6) year old male patient who had been in cardiac arrest before autopulse platform (sn (B)(4)) was used. Rosc was achieved after received both autopulse CPR and manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours ((B)(6) 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, the autopulse platform (sn (B)(4)) was used to treat (B)(6) year old male patient with cardiac arrest. The autopulse platform performed compressions for approximately 20 minutes while transporting patient from the scene to the emergency department. Upon arrival to the hospital emergency department the patient was diagnosed with air bloating underneath the skin across the entire upper torso and extending into the upper arms. Ems stated that the patient regained a pulse for few minutes and then become asystole. Patient was in asystole upon arrival to the hospital emergency department. Manual CPR was performed and were defibrillated twice. Rosc was achieved. Patient's fractures were evident on arrival to the emergency department. The radiology studies confirms the presence of abdominal bulge in the patient. Later the patient has been taken off of the ventilator and was pronounce dead at the hospital.